Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. This device delivered anti-tachycardia pacing (atp). The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response caused by undersensing in the right atrial (ra) lead. Technical services (ts) reviewed the event information and suggested reprogramming options. This device remains in service. No additional adverse patient effects were reported.